Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2020. The product was evaluated. A visual inspection was performed and found that the sensor wire is attached to the sensor and housing puck. The customer's complaint of a missing/detached sensor wire was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.